Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed supplies to address the alarms. Customer reverted to manual insulin injections. Customer¿s blood glucose level was above 600 mg/dl, with trace ketone levels.